Manufacturer narrative:
Investigation summary: bd received 3 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for broken pivot shield with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for broken pivot shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had the safety shield fail. The following information was provided by the initial reporter: "material no.: unknown batch no.: 0321589. It was reported the safety mechanism is snapping off at the hinge. Per email: hi please refer to this new complaint regarding 21g needles lot# 0321589 exp: 11/30/2025. Unfortunately, the phlebotomist disposed of the needles in the sharps container when she worked on saturday after going through half of the box to inspect them, so there are no needles to send. She indicated most the ones in that particular box were ruined."